Manufacturer narrative:
Follow-up #1 date of submission 11/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/15/2013 with the following findings:the complaint could not be duplicated or confirmed during investigation. Review of the pumps black box data showed no history of rebooting issues; there was a history of auto-off warnings. There were no defects or moisture found to the pump case, internal components or the battery cap. The auto-off feature was found to have been set to 4 hours; this setting functioned correctly during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.